Manufacturer narrative:
This report is part of a retrospective review, although no adverse event was reported, this device has had a similar malfunction that has caused or contributed to serious injury. Review of device history records show the lot released with no recorded anomaly or deviation. The IFU for this product states: "the patient is to be warned by his physician of all surgical risks, including the risk of fracture or breakage. Instruments are available to aid in the accurate implantation of internal fixation devices. Intraoperative fracture or breakage of surgical instruments in general has been reported. Instruments which have experienced extensive use or excessive force are susceptible to fracture. Surgical instruments should only be used for their intended purpose." After evaluation, it was confirmed, the tap is broken just after the second thread and is no longer functional. When viewed under a microscopic lens, there is noticeable deformation to the thread surfaces near the fracture site. This same deformation is not seen on the other side of the fracture sight. The most likely cause of the fracture is due to excessive force used while tapping and the instrument not being held perpendicular to the patient's bone, therefore the usage has likely exceeded the intended use of the manufacturer.

Event description:
The distributor reported the tap broke during insertion into the patient's bone. No adverse events were reported.